Manufacturer narrative:
Patient's full thickness burn on chin area developed into scarring. Patient was prescribed bacitracin ointment as preventative post care treatment. Treatment parameters were within clinical guidelines. There was no problem found with the laser during the device evaluation. Patient's scarring will not heal completely, so incident will be reportable.

Event description:
Patient developed scarring on chin from a full thickness burn due to a laser procedure.